Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was damaged on the tip. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02-mar-2026: the damage was observed on the monopolar curved scissors (mcs) instrument and tip cover (captured on related record). The tip cover was removed from mcs and discarded during cleaning. The damage was observed on both of the clear area and the gray area. The detailed product information the tip cover was unknown. No material was broken off or detached from this instrument. There was a frayed/broken cable visible at the instrument wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to be broken. Due to the broken instrument tube extension, the proximal clevis was found to be dislodged from its typical position. A piece of the main tube was detached from the proximal clevis measuring 1.27mm in diameter. This piece of the main tube was detached from the clevis. No material was found missing. Components adjacent to this broken main tube do not show damage. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The probable root cause of the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. Correction(s): d4. Lot number was updated to: k11250123 0585.

Event description:
Refer to h11 for follow-up information.